Manufacturer narrative:
Reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 03.503.057, lot: 1835097. Manufacturing site: (B)(4). Release to warehouse date: 15 may 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was conducted. Visual inspection: the matrixmandible short cut plate cutter (p/n 03.503.057, lot 1835097) was received with the cutter head broken into two pieces. The transverse fracture was between the attachment holes for the two holding wires on the cutter head. No other issues were identified with the returned components of the device. The device failure/defect of broken cutter was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: cutter thickness, adjacent to fracture was measured and found to be confirming per relevant drawing. Document/specification review: the relevant drawings, reflecting the manufactured and current revisions, were reviewed. Dimensional changes to the cutting feature were made to improve the strength of the cutter head with an updated drawing released for the cutter head in april 2010. Since the device was manufactured prior to the design change the device design likely contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the matrixmandible short cut plate cutter (p/n 03.503.057, lot 1835097) as the cutter head was broken into two pieces. Based on the available information it is not possible to determine a definitive root cause, but since the device was manufactured prior to the design change, the device design likely contributed to the complaint condition. The current design was determined to be suitable for the intended use when employed and maintained as recommended. Therefore, from a design perspective this complaint is valid but is already being addressed under corrective and preventative action. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during inspection of field equipment matrix mandible set, the matrixmandible short cut plate cutter was noticed to be broken. There was no patient involvement. This report is for one (1) matrixmandible short cut plate cutter this is report 1 of 1 for complaint (B)(4).